Manufacturer narrative:
Other: revision surgery is scheduled. The following screws were reported: product #: 55851025545, lot#: unknown, quantity: 2; product #: 55851025550, lot#: unknown, quantity: 2. It is unknown which two screws from the reported screws were broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient having percutaneous trauma stabilization for t12 burst fracture. Levels implanted: t11-l1 it was reported that the screws shanks broke under tulip. 1-month post-operative, the surgeon reported that 1 screw had broken, at 3 months follow up 2 screws had broken. Removal of screws and fusion is scheduled to happen in the next 2 weeks due to broken screws and loss of correction. Patient symptoms are unknown. No further complications were reported regarding the event. Additional information was received that only 2 screws broke and it is unknown which screws broke.

Manufacturer narrative:
H3: product analysis #705106029: part # 55851025550, lot # h5612964 visual review confirmed screw breakage approximately 2 threads down from the base of the bone screw neck. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defects that could contribute to crack propagation. Some fracture surface smearing is noted. Microscopic examination of the fracture surface revealed s small area of fatigue lines and the rest of the surface is damaged too much to analyze. This type of damage is consistent with cyclic fatigue. Additional information: d4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a1, a4, b5, d6b, g3, h6, additonal codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
All items are explanted and replaced. Potentially, it was hard to say if the screws broke because of the non-union, or if it was the broken screws that contributed to the non-union. Both are probably correct. From the x-rays it appears to be these two screws were broken, at the shank, just under the tulip.